Manufacturer narrative:
(B)(4). Medical products - p/n 139252 l/n 906740 m2a magnum taper adapter. P/n 15-103204 l/n 407430 taperloc microplasty femoral stem.  The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 15. ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ the following could not be completed with the limited information provided. Age- ni, weight - ni, date of event - ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017- 02197.

Event description:
Legal counsel reported patient has been indicated for left hip revision due to elevated metal ion levels; however, no revision has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information the reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. A definitive root cause for the reported event could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel reported patient has been indicated for left hip revision due to elevated metal ion levels, pain, fluid in the hip, and physical impairment; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.